Manufacturer narrative:
The patient was discharged and remains ongoing on lvad support with no further issues reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator reported that the pt had good tissue ingrowth around the exit site but woke up at home with bright red blood oozing from the driveline exit site. However, once the pt was at the hosp, the blood leak had stopped. While at the hosp, it was noted that the pt's hematocrit (hct) count was low and as a result platelets were administered. A CT scan of the abdomen and pump pocket, an echo, cultures and chest x-rays taken were all unremarkable. Waveforms were also submitted to the MFR for analysis and no anomalies were noted.